Event description:
It was reported that the patient experienced a hyperglycemic event, potentially associated with stress, and device logs showed high glucose alerts that were acknowledged. Symptoms included insufficient information to characterize specific clinical manifestations. Outcomes included insufficient information to characterize the impact of the event. Investigation included communication with the user and analysis of information provided by the user or third party. Investigation of this case revealed no findings available, and insufficient information to associate a specific medical device problem or device component. It was concluded, based on previously established findings for similar reports, that the cause was not established. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.

Manufacturer narrative:
Initial.